Event description:
It was reported that during te course of an rf ablation, the patient felt the sensation of a shock. There were no adverse consequences, medical intervention or delay related to the event.

Event description:
It was reported that during the course of an rf ablation, the patient felt the sensation of a shock. There were no adverse consequences, medical intervention or delay related to the event.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete. Device has not been returned.

Manufacturer narrative:
The device was evaluated and the complaint could not be confirmed. Unintended neuromuscular stimulation is a known issue that is inherent to the design of the device.